Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced battery site pain. Additionally, it was also reported that ipg is flipping in the pocket. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on 29dec2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.